Event description:
It was reported that the subject device forms a yellowish fringe in the side area during the entire light control and the image was too dark or green. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and was not able to confirm the customer failure "image green" and was able to confirm the customer failure "yellowish fringe and image too dark". In addition, the following reportable malfunctions were identified during the device evaluation: broken light guide bundle, light transmission is lost or too low, and damage fiber bonding in the outer tube area (distal end). Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device forms a yellowish fringe in the side area during the entire light control and the image was too dark or green. The issue occurred during an unspecified procedure. There were no reports of patient harm.